Manufacturer narrative:
The reported events of slow telemetry and inappropriate magnet response were confirmed. Based on the information provided, it was determined that the device was forced to use 8k telemetry due to a magnet being sensed. It was noted that there are several segms triggered by a magnet. This indicates that the magnet sensor has a hardware issue as it is inappropriately detecting a magnet even though no magnet was present. The reported events of inability to interrogate and inappropriate magnet response were confirmed. The device was received with no telemetry and normal output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of slow telemetry and inappropriate magnet response were confirmed. Based on the information provided, it was determined that the device was forced to use 8k telemetry due to a magnet being sensed. It was noted that there are several segms triggered by a magnet. This indicates that the magnet sensor has a hardware issue as it is inappropriately detecting a magnet even though no magnet was present.

Event description:
New information received indicated the pacemaker (pm) was explanted and replaced successfully. The patient was stable throughout the procedure.

Event description:
It was reported that during a follow-up visit, the device could not be interrogated by two different programmers. Special functions were performed and a telemetry test. The device passed and was able to be interrogated afterward. The device did not display any abnormal behavior other than magnet triggers from 28feb2024 to 21may2024. The magnet response was turned off 28feb2024. On 5jun2024, the egm magnet trigger was disabled. The patient will continue to be monitored. There were no adverse health consequences, the patient was stable.